Event description:
It was reported that the patient presented to the hospital for a routine follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited increased capture threshold resulting in loss of capture. Chest x-ray confirmed that the ra lead was dislodged and the physician stated that the ra lead dislodgement was possibly related to the downwards migration of the pacemaker. The pacemaker was successfully repositioned on (B)(6) 2025 while the ra lead was explanted and replaced. The patient was in stable condition.